Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the left ventricle lead exhibited noise and failure to capture. No intervention was performed. The patient was in stable condition.